Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubble at the top of her reservoir despite storing the insulin at room temperature. The patient's blood glucose at the time of incident is unknown; however, the customer had recently gone through open heart surgery. Due to the recent surgery, she was having a hard time remembering how to troubleshoot her issue. The reservoir was not placed in the insulin pump yet. The customer tried to run a fill cannula to push the air bubbles out on multiple occasions, but the air bubble remained. The customer was on her last reservoir; she was advised to start with new supplies. The customer had a meeting set up with her diabetic representative tomorrow afternoon. No products were returned or replaced.